Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they turned their therapy off for acupuncture and the next day when they went to turn it back on it doesn't do anything. Patient explained the therapy shows it is on but they do not feel the stimulation. Patient noted they tried maybe 10 times and increased the intensity from 0.2 to 8 and still did not feel anything. Patient spoke to pain management healthcare provider (hcp) and was advised to contact the manufacturer. Patient reported they were in therapy group a and confirmed that is the group they normally use. Agent had patient turn therapy off and back on; patient noted intensity was on 0.4 and they did not feel anything. Agent had patient change to group b; patient confirmed they felt the stimulation and reported intensity was at 3.2. Patient indicated they would adjust group b to a comfortable level. Agent reviewed information and redirected to manufacturer representative (rep) and hcp to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was instructed to switch to group b and then try a later to see if it would switch back on. The patient planned to contact their representative and schedule another appointment later.